Event description:
Left ventricular assist device (lvad) flows stable, speed 2800, no alarms this shift. Patient was found disconnected to 1 battery during the night, damage to system controller tine detected. New lvad controller brought to bedside, required controller exchange due to broken tine on heartware vad controller sn (B)(4). Severity: no harm to patient. Manufacturer response for ventricular (assist) bypass, hvad® controller (per site reporter). Notification: medtronic clinical specialist, notified and controller mailed back (RMA (B)(4)).